Event description:
Performing a dialysis graft on a calcified lesion. The lesion was at an angle and difficult to reach. The balloon was inflated and then deflated. Upon attempted removal, the balloon caught on calcification and the tip came off. The pt was taken to surgery for removal of the separated segment.